Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 359.083. Synthes lot # h205746. Suppliers lot # na. Release to warehouse date: 27 feb 2017. Manufactured by: synthes monument. No ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the reamrod ø2.5 calibr l850. A dimensional inspection was performed for the reamrod ø2.5 calibr l850 and met specifications. A functional test was performed the reamrod ø2.5 calibr l850 was inserted into the connecting screw and it would advance. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the reamrod ø2.5 calibr l850 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthese employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent the unknown surgery with the product in question. Since there was residual bone dislocation at the end of the wound opening and during nail insertion, a reaming rod in question was used to ensure smooth nail insertion. After checking the progress of nail insertion, when the guide rod that was passing through the nail was about to be pulled out, the ball part of the tip of the guide rod got caught on the inside of the nail or on the connecting screw. Once the nail was unavoidably removed. The tip of the guide rod might be bent, so it was checked while it was out of the body but could not see any bending, so the surgeon retrieved the guide rod through the inside of the nail from the side without the ball. The other guide rod, which was separately sterilized, was passed through the nail outside the body and passed smoothly. The surgery was completed successfully with the other guide rod. The sales rep has confirmed that the guide rod that caused the failure is the same part number as the one that worked without problems and that the ball at the end of the guide rod that was defective appeared to be slightly larger. There was no reported adverse patient impact. No fragments were generated. No further information is available. This report is for a 2.5mm ti calibrated reaming rod/850mm. This is report 1 of 1 for (B)(4).